Manufacturer narrative:
Due to characterization limit e1: initial reporter: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the during pm cs300 intra-aortic balloon pump (iabp) malfunctioned. Batteries continually failing. There was no patient involvement.